Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The sample is reported to be available, but has not been received. Upon receipt and evaluation of the device or if additional information becomes, a follow-up will be submitted.

Event description:
Baxter (B)(4) reported that a vented solution set ruptured while it was being primed. A sample is reported to be available. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual defective sample was returned at the plant for evaluation. The returned unit was visually checked and the sample's evaluation revealed that the tubing of the used set was returned cut in two portions and the traces of solution administrated was found at the level of the luer which means that the tubing was unimpaired during the use. However, the pouch was intact. Hence, the sample's evaluation showed that the tubing was cut and the leak reported by the customer was confirmed. No further testing was performed. The root cause of the reported condition is unknown. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should additional relevant information be received, a follow-up medwatch will be submitted.